Event description:
It was reported that during a lap cholecystectomy procedure, a clip ejected out of the device. The next firing was empty and then the device fired properly. They then finished the procedure with no other complications using that device. No pt consequence was reported.

Manufacturer narrative:
Date sent: 06/10/2008. Info anticipated, but unavailable at this time.